Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# kex152eb, 510k # k123771 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty due to osteoporotic fracture. It was reported that during a kyphoplasty procedure both balloons ruptured at less than the maximum pressure and volume allowed. There was no patient symptom reported. There were no further complications reported regarding the event.